Event description:
On (B)(6) 2014, an alert message mentioning a default of the defibrillation system was displayed. However, it was dated from (B)(6) 2014 and was not seen during implantation on (B)(6) 2014. The message was not visible upon later interrogation on (B)(6) 2014. It should be noted no patient file could be retrieved from the programmer.

Event description:
On (B)(6) 2014, an alert message mentioning a default of the defibrillation system was displayed. However, it was dated from (b)(46) 2014 and was not seen during implantation on (B)(6) 2014. The message was not visible upon later interrogation on (B)(6) 2014. It should be noted no patient file could be retrieved from the programmer.

Manufacturer narrative:
This device model is not approved in USA, however, it is similar to paradym rf that is approved.